Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the operating procedure, the doctor was concerned the conduct wire of the left ventricular (lv) lead was externalized. The lead remains in use. No patient complications have been reported as a result of this event.